Manufacturer narrative:
H3: product analysis # (B)(4): part # 5584111. Lot # rs15f008. Visual and optical inspection confirmed the entire torx tip of instrument has been sheared off and the attachment pin to the internal bushing has broken. The damage to the driver is consistent with torsional overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a device used for lumbar fusions spinal therapy. It was reported that a thoracic probe was found to be bent during inspection prior to sterilization. There was no patient involved. Additional information received from the manufacturer representative that the driver appears to have broken at the tip where it engages with the screw head. The probe is bent to an extreme angle.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.